Event description:
It was reported that complete heart block (chb) occurred. The patient's native aortic valve leaflets were severely calcified with severe calcium extending into and protruding inward of the left ventricular outflow tract (lvot) space on the left coronary cusp (lcc) and non-coronary cusp (ncc). A 27mm lotus edge valve was advanced for implantation and during the first deployment attempt, assymetrical unsheathing occurred. The valve was resheathed and deployed again when chb occurred. The valve was successfully implanted. A permanent pacemaker was implanted to treat the event. The patient has been discharged and is well.